Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it. Also, the suture was broken. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the ligator housing was returned with seven bands attached to it. Also, the suture was broken. Although the returned device had broken suture, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose veins in a procedure performed on (B)(6) 2024. During the procedure, after deploying one band successfully, the remaining bands could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2024: the speedband superview super 7 was used during an endoscopic ligation of esophageal varices.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose veins in a procedure performed on (B)(6) 2024. During the procedure, after deploying one band successfully, the remaining bands could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat varicose veins in a procedure performed on (B)(6) 2024. During the procedure, after deploying one band successfully, the remaining bands could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2024: the speedband superview super 7 was used during an endoscopic ligation of esophageal varices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 23, 2024.